Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard catheter tip was broken. The following information was provided by the initial reporter, translated from spanish to english: 1. When cannulating the patient, the distal tip was broken, which prevented the passage of the needle, and at the time of removal, the patient reported a lot of pain.

Event description:
Clarification received that the reported failure on the initial MDR did not occur with this lot number.

Manufacturer narrative:
Correction: cancel MDR. Clarification received that the reported failure on the initial MDR did not occur with this lot number.